Manufacturer narrative:
No components have been returned to the manufacturer. No further investigation may be carried out. The customer will be supplied with a new centrifuge rotor. The beckman coulter (bec) internal identifier for this report is (B)(4)..

Event description:
The customer states the rt12 rotor broke apart in their statspin ssvt-1 centrifuge during operation. The customer indicated shield was in place at the time of failure. There was no report of escape of parts from centrifuge at the time of failure. There was no report of harm or exposure to operators; or injury to (veterinary) patients at the time of the failure. The rotor failure was also associated with disconnection of the rotor hub from the drive.